Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg became inoperable in the recovery room following the implant procedure. Troubleshooting was attempted but could not provide resolution. As a result, the ipg was explanted and replaced. The issue was resolved.

Manufacturer narrative:
Corrected data: results codes are corrected. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The CAPA was initiated on (B)(6) 2016 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress.